Manufacturer narrative:
The reported event of error code 5-9-1636 file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 10/13/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for error code 200.1040, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference : (B)(4).

Event description:
The customer reported that the device was infusing on a patient and alarmed with an error code 5-9-1636. No patient harm was reported.